Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) and chest x ray performed, in which the MRI indicated that the coil is below the diaphragm. The health care professional (hcp) called for recommendations. Technical services recommended a revision procedure. The hcp will discuss with the physician. Subsequently, the electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a magnetic resonance imaging (MRI) and chest x ray performed, in which the MRI indicated that the coil is below the diaphragm. The health care professional (hcp) called for recommendations. Technical services recommended a revision procedure. The hcp will discuss with the physician. Subsequently, the electrode was explanted and returned for analysis. No additional adverse patient effects were reported.